Event description:
It was reported that the customer experienced a malfunction alarm with the pump. There was no information provided regarding the impact on the customer¿s blood glucose level. No further details were available, and it was noted that the pump was no longer under warranty with no plans for return or replacement.